Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of an implantable cardioverter defibrillator (ICD) system; the patient had developed a left pneumothorax. Additional information indicated that the pneumothorax was confirmed through chest x-ray. However, the field representative was not aware if a chest tube was successfully placed by the physician. This ICD remains in service. No additional patient effects were reported.